Manufacturer narrative:
Age at time of event: above 18 years and older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery(rca) to distal rca. A 2.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 16 atmospheres for 15 seconds, the balloon ruptured. The device was completed with a non-bsc device. No patient complications were reported.